Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reports customer's insulin pump has malfunctioned. It is reported that insulin pump received a no delivery alarm, then a low battery alert. Twenty four hours later pump received an off no power alert for the second time. Customer is in rehabilitation for reasons not related to diabetes; blood glucose is unk. After troubleshooting, it was advised that insulin pump would need to be replaced. No further info provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had cracked battery tube threads and a cracked reservoir tube lip.